Event description:
The customer reported that the sys locked up during a case but it restarted after a reboot and they finished the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.